Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator deployed the optease filter, and after releasing, it was found to be severely deformed. Removal was very difficult, and ultimately biopsy forceps were used to clamp and cut the side wall of the filter for removal. No damage was noted to the filter storage tube during device preparation. No delivery-related issues were reported, including difficulty reaching the target lesion, resistance with the guidewire or embolic protection device, or difficulty during deployment. The filter was not subjected to any acute or sharp bends during delivery. No thrombus was present at the implant site. The vena cava measured 30 mm in diameter and was described as mildly tortuous in shape. Vessel size was determined by direct measurement rather than estimation. Access vessel characteristics included no calcification, mild tortuosity, no stenosis, no acute angles, and no bifurcation. The filter was reported to be embedded in the vessel wall. The device will be returned for evaluation.